Event description:
The clips could not close on placement over the vessel. The pt's condition is reported as fine.

Manufacturer narrative:
The device sample has not been returned to the MFR for investigation at the time of this report. The MFR will continue to monitor and trend related complaints.